Manufacturer narrative:
(B) (4).

Event description:
It was reported the patient was lying in bed and felt a shock "through her entire body" and then the device stopped working. The device was discharged. Patient normally recharges about once a month but it has only been one week since last recharge. The device was recharged and impedance measurements appeared normal. The circuit was intact. The patient was scheduled for x-ray on (B) (6) 2009. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.